Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the (B)(4) at the time period, when the item was produced. A damage pattern as in the present case is known from cases of damage after functional overload of the components which led to bushing failure, damaged plateau and broken screw secondarily. By reason of this result and a standing time of more than 8 years a product failure is not assumed. Further information of patient condition were not provided. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Translation: breakage of the locking screw at the plateau.